Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that intraoperative the microdebrider got jammed on a bone. While cleaning the device it was discovered that the blade was broken and that was the cause of the jam. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the facility, indicating the device had an internal shaft break. The break did not result in fragments inside the patient. Another blade was used to complete the surgery. There was no patient impact.